Event description:
The customer initially called in to report that the insulin pump was not communicating with the meter. During troubleshooting the customer found two failed selftest alarms in the history. Customer stated, the alarm did not occur during the rewind/prime sequence and a temporary basal was not programmed prior to the alarm. Customer was advised to program a normal bolus into the air; bolus amount was recorded in the bolus history. Blood glucose value was 143 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty connector at remote frequency board. The insulin pump was unable to communicate with test glucose meter or download to carelink due to alarm. The insulin pump received with minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.